Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). (B)(4).

Event description:
The customer reports the following patient architect clin chem calcium assay results generated on an architect c16000 analyzer: (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential non-conformances associated with the affected assay have been identified. There were no returns available from the customer site. A review of customer instrument logs found no evidence of any abnormalities that may have caused the reported issue. However, the assay graphs between the initial and retest results were very different. Also, numerous aspiration errors were noted. An occurrence of this error with no assignable instrument cause suggests an issue with sample handling and/or integrity. The history log shows occurrences of instrument hard stops after which the required cuvette washing was not allowed to occur (customer initiated). The architect clinical chemistry calcium (ca) assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Use error may have contributed to the issue as it appears to be sample specific. The customer did mention that there may have been cells on top of the sample.